Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report that a patient treated to the submental with a cooladvantage applicator presented with paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area on (B)(6) 2021 using the cooladvantage coolmini system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area on (B)(6) of 2021 using the cooladvantage coolmini system applicators, who developed paradoxical hyperplasia (ph) after treatment.